Manufacturer narrative:
Additional narrative: returned samples and retained samples were evaluated with no issues noted.

Event description:
(B)(6) 2015 - the end user alleged that the device removed skin on both sides of his nose. No medical attention was sought.